Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was loosely folded and the stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The distal portion of the stent is damaged starting 16mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 32mm in length, eccentric, de novo target lesion was located in the severely tortuous and 4mm in diameter right coronary artery (rca). The lesion contained a greater than 45 and less than 90 degree bend. A 32x4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 32mm in length, eccentric, de novo target lesion was located in the severely tortuous and 4mm in diameter right coronary artery (rca). The lesion contained a >45 and <90 degree bend. A 32x4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.